Event description:
A tandem mobi cartridge alarm was reported, and it caused no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support confirmed the occurrence of cartridge alarm 30 and noted that previous alarms had occurred with other cartridges, though not with this specific pump. Despite a call being disconnected due to a schedule update, the plan was to replace the pump and follow up with the patient to continue troubleshooting the issue.